Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that two electrodes from the same package were missing or bent. The customer's blood glucose level was unknown. The customer was sent replacement sensors. No further details were provided.